Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was able to reproduce the leak test failure while running the all manifold leak test. The stm replaced the pneumatic module assembly and the iabp then passed all manifold leak tests. The iabp then passed all functional and safety checks per factory specifications. It was then returned to the customer and released for clinical use.

Event description:
It was reported that, during service by the customer, the cardiosave intra-aortic balloon pump (iabp) failed the safety disk leak test. No patient was involved and no adverse event was reported.